Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The following has been corrected: implanted date: corrected to (B)(6) 2006. Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available.  This report is 1 of 3 for this patient: 0001822565-2017-00777, 0001822565-2017-02033, 0001822565-2017-02032.

Event description:
It is reported that after a knee arthroplasty that the patient was revisded due to mechanical looseing of the tibial component.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the patient is experiencing instability and pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.